Event description:
It was reported that this right atrial was explanted due to lead being dislodged. It was also noted that this lead became dislodged to the patient twiddling it. This lead was successfully replaced. No additional adverse patient effects were reported.